Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the syringe product family and the failure mode "air bubbles." No adverse trend was identified. The end user hospital's reported complaint description cannot be confirmed nor can a root cause be established, as no sample was returned. The angiographic syringes are subjected to multiple inspections during production including visual inspections under magnification for molding defects, visual inspection of the male luer locks, and in-process leak testing. ((B)(4)).

Event description:
As reported by hospital, the seal (stopper) on the plunger of the 10ml angiographic syringe packaged within their convenience kit "is not tight and there is wiggle room causing air to get into the system at the back portion of the syringe." This has been observed during prep. No air has been injected into a patient. No samples have been retained.